Manufacturer narrative:
A spacelabs technical support engineer remotely assisted the biomedical engineer with troubleshooting the reported issue and found the telemetry module housing not receiving power. A spacelabs field service engineer (fse) was dispatched to further evaluate the telemetry system and replaced the telemetry module housing's power supply to resolve the reported issue. A spacelabs fse was dispatched to evaluate the issue and found the telemetry module housing was not receiving power. The power supply was replaced to resolve the reported issue.

Event description:
Spacelabs healthcare was notified that all ultraview sl telemetry beds went offline unexpectedly. There is no patient harm reported with this event.